Manufacturer narrative:
Date of report: 17oct2018. Date of manufacturer: 17oct2018.

Manufacturer narrative:
Date of report: 17oct2018. Date of manufacturer: 11oct2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The blower was not running , the o2 steps went up to 2000 and the customer advised that the regulator had been recently replaced. The customer replaced the power supply and the unit operated as expected with the exception of the back up alarm. The customer verified that the backup alarm was not configured with the generation 3.1 power supply harness. The connection was made and the device passed all testing. The unit was returned to service.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit logged an error code #1012 (air valve liftoff failure). There was no patient involvement.. The event date was not specified; estimate used.